Event description:
It was reported that the guidewire tip detached. A 018/260 platinum plus guidewire was selected for use in a non-boston scientific cardiomems procedure. During the procedure inside the patient, it was noticed that the guidewire could not be advanced, so it was withdrawn. Upon removal, the guidewire was discovered to be unraveled, frayed, and separated at the tip. The procedure proceeded with a v-18 guidewire. No patient complications were reported.

Manufacturer narrative:
Medwatch uf/importer report #: 5201770000-2022-8065